Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found the error 319 was confirmed and replicated. Log review showed error 319 indicating that a axes controller, carriage (acc) node configured to be present did not respond during system starting up, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 319 was triggered replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where fiber test was found to be failing on the acc node. Once testing was completed, the rolling loop fiber assembly was aba tested and were verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the error and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the universal surgical manipulator (usm) 2 had an error and was not able to be moved. The user contacted the engineer, and a hard power cycle was recommended to be performed. The error did not go away and after multiple attempts the surgeon decided to convert to laparoscopic. A 3-arm configuration was not an option as usm 2 was blocking the movement of usm 1 and 3. The procedure was converted to a laparoscopic procedure and completed. Isi followed up with the initial reporter and obtained the following additional information: the surgeon made the decision to convert to laparoscopy because they were unable to use all four robotic arms. One additional port was added with no issues reported.